Manufacturer narrative:
The device was not returned for evaluation. The complaint was able to be confirmed based on pictures provided. However, without the actual device to evaluate it is very difficult to determine a root cause of the malfunction. The root cause is undetermined. This should be considered the final report. If any additional relevant information is identified it will be submitted in a supplemental report.

Event description:
Complainant alleges "we have seen two #15 safety blades with the safety coming off when attempting to remove the blade. Both were from vascular packs. Same lot # for both. Unsure if this is just an issue with this particular lot #."